Event description:
It was reported that post catheter replacement, the patient was not receiving proper efficacy. The hcp tried to do a dye study (date not reported) and was unable to withdraw any fluid. The pump and catheter were explanted. The pump was used to deliver liorseal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.